Event description:
It was reported that this patient presented to the emergency room after receiving one shock per day for several days. The patient reported during the most recent shock, the patient was laying on their stomach in bed, scratching themselves. Upon device interrogation, it was found that these shocks were inappropriate as a result of oversensing noise signals. Additionally, in vectors primary and secondary, low amplitude was noted, but device feature, smart pass was still enabled. Technical services (ts) was consulted and provided troubleshooting and programming options. Isometrics and pocket manipulation were performed and able to reproduce noise with arm movements. Ts recommended obtaining a chest x-ray for further review. The boston scientific representative was working with the physician. At this time, the device system remains in-service. No adverse patient effects were reported. Additional information was received that this device has been explanted due to undergoing therapy upgrade procedure. 'No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room after receiving one shock per day for several days. The patient reported during the most recent shock, the patient was laying on their stomach in bed, scratching themselves. Upon device interrogation, it was found that these shocks were inappropriate as a result of oversensing noise signals. Additionally, in vectors primary and secondary, low amplitude was noted, but device feature, smart pass was still enabled. Technical services (ts) was consulted and provided troubleshooting and programming options. Isometrics and pocket manipulation were performed and able to reproduce noise with arm movements. Ts recommended obtaining a chest x-ray for further review. The boston scientific representative was working with the physician. At this time, the device system remains in-service. No adverse patient effects were reported.